Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a broken was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatectomy procedure, the tip of the shears broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.